Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, and high out of range pacing impedance measurements greater than 2,000 ohms. Tachycardia therapy was programmed off. The patient contacted technical services (ts) and inquired about lead function and inquired about the subcutaneous implantable cardioverter defibrillator (s-ICD) system as the physician had a discussion about that product. No additional information is available at this time, however, additional information has been requested. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient was given a life vest and the physician plans to perform a lead revision on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, and high out of range pacing impedance measurements greater than 2,000 ohms. Tachycardia therapy was programmed off. The patient contacted technical services (ts) and inquired about lead function and inquired about the subcutaneous implantable cardioverter defibrillator (s-ICD) system as the physician had a discussion about that product. No additional information is available at this time, however, additional information has been requested. No adverse patient effects were reported. This device remains in service. Additional information was received that the patient was given a life vest and the physician plans to perform a lead revision on an unknown future date. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Further information was received that this lead was explanted due to a lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms, and high out of range pacing impedance measurements greater than 2,000 ohms. Tachycardia therapy was programmed off. The patient contacted technical services (ts) and inquired about lead function and inquired about the subcutaneous implantable cardioverter defibrillator (s-ICD) system as the physician had a discussion about that product. No additional information is available at this time, however, additional information has been requested. No adverse patient effects were reported. This device remains in service.